Event description:
It was reported that the customer received low alerts, but her blood glucose levels were not low. She stated that she would calibrate to try and resolve the alert and then she would get a change sensor error. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.